Event description:
Based on the complaint description, this was an interventional case on an obese patient with scarring at the groin. This was a normal case until device insertion. The device never entered the vessel, but the end of it snapped where it latches to the latchwire. The wire for the heel was holding the two pieces together. Prior to the device fracture, the fellow was applying significant force so that the device shaft was bowing. The doctor pulled the device out.

Manufacturer narrative:
The device was returned and failure analysis performed. The analysis confirmed that the device fractured at the axle holes and that the fractured pieces were held together by the actuator cable. It is likely that the reported fracture where it latches to the latchwire was referring to the observed fracture at the axle holes. A review of the DHR was performed for this lot and no ncmrs have been initiated that are related to this failure mode. Complaint history for this lot was reviewed and no similar complaints for this failure mode were found. See scanned page. Based on the review completed, there is no evidence to suggest the device was out of specification. The probable root cause, based on available information, is use error due to the excessive force on the device during insertion resulting in the reported bowing of the device shaft and subsequent fracture of the device.